Event description:
Embolectomy cath placed, #3fr cath. Balloon inflated and then deflated. Surgeon unable to retrieve cath from vessel. Cutdown done at site. The balloon broke and separated from cath. The cath was removed without a piece of the tip. The tip was also then removed and it appeared to be complete.